Event description:
The facility reported a colleague infusion pump with a condition involving a "bad screen, it is doubled". This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the emergency room. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a condition involving a "bad screen, it is doubled" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to damaged main display. The main display assembly was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.